Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2019. It was indicated that the patient was taking medication containing acetaminophen, which is off-label usage of the device. The patient¿s wife stated that the patient¿s cgm read 47 mg/dl so he ate wafers and stopped the basal infusion rate on his omnipod insulin pump. After arriving home, a fingerstick bg was checked. The value was 492 mg/dl and ultimately reached over 600 mg/dl. He went to the hospital due to diabetic ketoacidosis (dka) with acute kidney failure. He was treated with IV insulin, IV fluids for an anion gap, and pain medications. At the time of contact he was resting and recovering. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.